Event description:
It was reported that while mapping the tibia, the bone mesh did not seem to be filling in appropriately. The mesh appeared smaller than the patient's actual bone. Asked the surgeon to stop and then restart mapping and focus on defining the anterior and medial borders. Screen was not touched at all during any of the mapping and the bone mesh still did not appear accurate, but proceeded to planning. Femur was fine and completed implant planning. Couldn't visualize good borders anteriorly or medially on the tibia and the tibia looked too small on the screen and the system suggested a size 1 even when femur was a size 4. Surgeon went back to mapping and cleared all of the points to re-map focusing on defining borders and getting accurate points. The bone mesh still did not appear to accurate. When rotating the bone mesh, there was not much bone mesh anteromedially and it was requested to map some more. Went to planning and the bone mesh still seemed small in size and not filled in even though he generously painted. It seemed like the system was not accurately collecting what was being mapped. On the cross section view, did not have good visualization of borders. At this point planned the tibia implant on the solid surface view and lined it up with the intercondylar eminence landmark and figured tibia could be sized during trialing. When getting to refining of the tibia, there was a significant amount of ghost bone anteriorly. Doctor was able to bur the tibia and just ignore the ghost bone anteriorly. When sizing the tibia, had medial overhang with a size three and the sagittal cut was not far enough lateral. Went back to the implant planning screen and lateralized the tibia 3 mm. Re-refined and doctor was able to bur 3 mm laterally and translate the implant. Coverage was better, however more bone had to be rasped (about another .5 mm) to obtain good coverage and good position on the tibia.

Manufacturer narrative:
H10: the device was used during treatment the bone mesh generation and initial implant sizing were not correct. The log files and a case screenshot were returned for evaluation. DHR review found that the software version (navio rc-5106) had been validated. A complaint history review found similar complaints of the reported issue and it will continue to be monitored. This failure has been identified in the risk file. The surgical technique guide released at the time of the complaint provides instructions on tibia free collection. The relationship of the device and the reported event has been established. The functional evaluation of the case data determined that the sizing was correct based off the landmark points collected and bone mesh was complete in all areas that had free points collected. The most likely cause for the reported overhand after the initial cut was due to the tibia plan of overhand based off of the most medial point collected. This could have been noticed if the user collected more points distally down the cortical walls. There was no problem found with the system or software. Per complaint details, the device malfunctioned during use; the mesh appeared smaller than the patient's actual bone and there was an e2 error. The surgeon re-refined and he was able to bur 3 mm laterally and translate the implant. Based on the information provided, there was surgical delay but no patient injury/impact as the procedure was completed. Therefore, no further medical assessment is warranted at this time.